Manufacturer narrative:
The device was not returned to olympus for evaluation. The root cause of the reported event cannot be determined. The instruction manual warns users in the preparation for use section ¿check that all equipment power on/off switches are in the off position and connect the separation transformer (and light source, where separate) power supply cables to properly grounded ac power outlets.¿

Event description:
Olympus was informed that during or setup while plugging in the main power cord the isolation transformer sparked resulting in a burn to the charge nurse's finger. It was reported that no treatment was required. No further information was provided.